Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a device interrogation it was noted that the pacemaker and right ventricular (rv) lead exhibited loss of capture (loc). It was found that the loc had been occurring for several weeks. The patient stated she was lifting a printer and felt something different. A revision procedure was performed where the lead was explanted and replaced. The physician noted that the cause of the loc remained unknown as the lead position was in the rv apex, which was the same as previous. The pacemaker remained in service with the new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.